Manufacturer narrative:
The explanted valve was returned to our facility and analyzed following our quality control procedure. The valve was returned in sterile water, as recommended by our IFU. Visual examination: no marks and no deposits are visible on the body of the valve. Presence of colorless liquid without particular deposits in the mechanism of the valve. Functional control: the ability of the valve to perform as intended was tested. Circulation of air and alcohol remains possible and the ball is not stuck on its seat; it confirms that there is no obstruction. After cleaning the valve, the programmation is possible, the rotation test is compliant. In conclusion, according to our functional tests, the valve meets its specifications. The issue faced by the user could not be reproduced under laboratory condition.

Event description:
A (B)(6) years old male patient was implanted with the valve. The user observed the symptoms of hydrocephalus due to a possible obstruction and not effective functioning. The valve has been explanted and replaced by an adjustable pressure valve.

Event description:
(B)(6) years old male patient was implanted with the valve. The user observed the symptoms of hydrocephalus due to a possible obstruction and not effective functioning. Tha valve was explanted and replaced by an adjustable pressure valve.